Event description:
It was reported that during post processing with synchro wire the proximal stent (subject device) moved and obstructed flow. Which caused a surgical delay. The patient was discharged on brilinta and aspirin. The patient's condition is stable. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during post processing with a synchro select 014 wire, the proximal stent (subject device) moved and obstructed flow. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the procedure, the tortuosity of the patient's anatomy was moderate, an xt-27 microcatheter was used with the subject device, there was no allegation against the microcatheter, no resistance was encountered when advancing the surpass evolve system through the microcatheter, the size of the stent was appropriate for the treatment site, and the position of the stent was confirmed under fluoroscopy. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during post processing with synchro wire the proximal stent (subject device) moved and obstructed flow. Which caused a surgical delay. The patient was discharged on brilinta and aspirin. The patient's condition is stable. No clinical consequences were reported to the patient due to this event.